Event description:
The customer reported of isoton leak from the bottom right hand side of the coulter lh 750 hematology analyzer and onto the countertop. The customer indicated that the volume of fluid was about 5 ml. The customer was wearing personal protective equipment consisting of a lab coat and gloves and no exposure or injury was reported. The customer had confirmed that patient results were not affected by the leak and there was no change to patient treatment in connection with the event. Beckman coulter field service engineer (fse) found a pinhole in the normally closed tubing running through vl14c at the fitting on the bottom of the sweep flow reservoir. The fse trimmer the end of the tubing just below the pinhole and reattached the tubing to the bottom of the sweep flow reservoir. The issue was resolved and repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).